Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b3 for information inadvertently left out of previous report, the event occurred early august but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the faulty convertor power switch cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The visera elite video system center was returned to an olympus service center for evaluation with a report that the power switch could not be turned on or turned off, as the switch could not be pressed properly. There were no reports of patient or user harm due to this event. This report is being submitted for the malfunction, power switch could not be turned on.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a failure of the power switch due to fatigue of the converter switch and a lock failure due to the failure of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. B3: the customer reported that the event occurred sometime in early august, but the exact date was unknown.